Event description:
The blue hub of the endotracheal tube (ett) continuously dislodged itself from ett. There was also what felt like a small kink in the tube as the catheter does not smoothly insert into the ett.